Event description:
It was reported that the biomed had an arctic sun device that has been getting low flow on the floor. Per additional information received via ttm on 16apr2026, unit has been having low flow issues with device. Tm was trying to troubleshoot device and was unable to get a flow rate during functional check. Confirmed they had a thigh and a universal pad connected; water flow rate (wfr) was 0.4 l/min in manual control. Had tm remove pads, manual control water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -8.1 psi, circulation pump command (cpc) was 83 percentage, system hours were 712, and pump hours were 2.4. After a few minutes water flow rate (wfr) was dropped to 0 l/min and inlet pressure (ip) was -8.8psi. Tm disconnected the fluid delivery line (fdl) and reconnected fluid delivery line (fdl), confirmed no visible damage. Stopped and restarted manual control, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7psi. Attached pads, no kinks, and tried multiple ports, water flow rate (wfr) was 0 l/min. Suggested having biomed troubleshoot with tech support. Biomed was speaking with (B)(6) earlier who advised him to fill the device and call back. Biomed called about low flow issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.